Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery; unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and broken battery tube threads.

Event description:
It was reported that the insulin pump had multiple motor error alarms when filling the tubing. Customer's blood glucose reading at the time of the call was 5.1 mmol/l. No further information reported.